Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited post-sensed t wave oversensing. The device was reprogrammed. No patient symptoms were reported.